Event description:
Complainant alleged that the medics were responding to a call for a pt who was in cardiac arrest. The medics applied the multi-function electrodes to the pt and attempted to monitor the pt's heart rhythm. The medics were unable to acquire the pt's ECG rhythm, as the device displayed a "check pads" error message. The medics then applied a fresh set of pads to the pt and were able to monitor the pt heart rhythm. The pt was presenting a ventricular fibrillation heart rhythm. The medics shocked the pt once at 200 joules. The pt was transported to the hosp without further incident with the device. The complainant indicated that the pt subsequently expired, but that the pt outcome was not as a result of the reported malfunction.